Manufacturer narrative:
The initial reported event of infection and erosion was received on (B)(6) 2017. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2017 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a bimonthly report. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. The proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to erosion and pocket infection. No further patient complications have been reported as a result of this event.